Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 lead, implanted: (B)(4)2005. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed for decreased output. The lv lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.